Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the time clock was off by six minutes. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: b5, imdrf annex f.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station time was off by 6 minutes. However, there were no delay or adverse events or injuries reported based on this event.